Manufacturer narrative:
(B)(4).

Event description:
The radial artery has a kink at the tip.

Manufacturer narrative:
(B)(4). Corrected data: lot# corrected to 14f19b0383. The customer did not return a complaint sample; however, they supplied one photo for evaluation. The distal end of the guide wire appeared slightly bent. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of a damaged guide wire was confirmed by evaluation of the customer-supplied photo. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
The radial artery has a kink at the tip.